Manufacturer narrative:
The samples are collected in lithium heparin tubes. Qc was within the customer's established ranges prior to the event. The customer performed a system check after the event and it met specifications. A bci field service engineer (fse) replaced the aspirate probes and verified alignment. Fse performed daily clean and lumwash son/inc testing which met specifications. Fse noted all systems functioned properly and qc and precision were acceptable. Fse verified all repairs per established procedure and results met published performance specifications. A clear root cause can not be determined for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous high tsh result for one patient generated by the access 2 immunoassay analyzer. The original sample was repeated on the same unit and lower result was obtained. The customer then re-spun and repeated the original sample and lower result was obtained. The elevated result was not reported out of the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to treatment attributed or connected to this event.